Manufacturer narrative:
Philips service performed configuration changes and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray exposure was not possible on the front bulb for 15 minutes on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.